Event description:
As reported on (B)(6) 2013, a (B)(6) female pt presented for an endovenous laser procedure. When the pt physician connected the fiber to the laser generator, the fiber fractured. The reported disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no report of harm or injury to the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the manufacturer for eval.

Manufacturer narrative:
The reported defect device has yet to be returned to the manufacturer for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. (B)(4).